Manufacturer narrative:
This is the only reported occurrence of distal segment separation for the vascutrak 2 catheter.

Event description:
While trying to position the pta catheter in the leg, the proximal shaft separated from the distal wire at the transition joint. The surgeon used a snare to capture and remove the distal portion from the patient. Occurrence did not result in patient injury or adverse event.